Event description:
It was reported that in-stent restenosis occurred. The 90% stenosed target lesion was an area of in-stent restenosis (isr) of a previously implanted 2.25 x 28mm synergy xd drug-eluting stent located in the non-calcified and mildly tortuous diagonal branch of the left anterior descending artery. Eluting stent. A 2.50mm x 20mm emerge balloon catheter was advanced for dilation. However, during initial inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with stent placement. No patient complications were reported. The patient did well and has been discharged.